Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to recurrent dislocations. The surgeon swapped out the head and liner only as the stem and cup remained fixed. The patient's anatomy likely contributed to the event as she was a chronic dislocator. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6: component code: mechanical (g04): head. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. Complaint confirmed, based on the provided medical records. Part and lot identification are necessary for review of device history records. Neither were provided. Radiographs were provided and reviewed, by a health care professional. Review of the available records identified, the following: two views right hip demonstrate cement fixation of the acetabular cup. Superior and likely posterior dislocation seen on the second image. No fracture. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.